Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review for the product auto end05 ml, lot #73k1600457 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time because the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed and the root cause is unknown. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
During a lap cholecystectomy using the ae05 the physician reported that clips were falling off the automatic applier. There was no patient injury.